Event description:
The following has been reported: "locked chamber, pushpin out of its socket and dial out of place." A preliminary review of the logs shows the following: sensor hardware failure (vr encoder). There was no active infusion delayed. Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Upon investigation, the pump was exhibiting the reported alarm. A visual inspection inside the device revealed the frm flex cable had become dislodged from its connection. Cable was re-seated and the alarm resolved. Lvp subsequently passed final acceptance testing.